Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). It was noted that the device's battery life had depleted 3 years within 7 months. Technical services (ts) confirmed through a data analysis that the device power consumption had been increasing and was malfunctioning. Ts recommended the device be replaced. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). It was noted that the device's battery life had depleted 3 years within 7 months. Technical services (ts) confirmed through a data analysis that the device power consumption had been increasing and was malfunctioning. Ts recommended the device be replaced. The device remains in service. No adverse patient effects were reported. Additional information received from the field indicates that the battery life is at 4.5 years. The clinic will continue to monitor the device. Additional information indicates that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert code 1003 was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). It was noted that the device's battery life had depleted 3 years within 7 months. Technical services (ts) confirmed through a data analysis that the device power consumption had been increasing and was malfunctioning. Ts recommended the device be replaced. The device remains in service. No adverse patient effects were reported. Additional information received from the field indicates that the battery life is at 4.5 years. The clinic will continue to monitor the device. Additional information indicates that the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.